Event description:
A vipercath xc peripheral exchange catheter fractured in a sheath and became stuck in the popliteal artery at complete total occlusion. Several unsuccessful attempts were made with a non-csi device to retrieve the catheter. The fractured component was stuck in the vessel. The patient was transferred to another hospital for an endarterectomy to remove the catheter.

Manufacturer narrative:
The catheter was returned to csi. Visual analysis revealed a fracture in the catheter located 62cm from the end of the strain relief. The fractured distal portion was not returned for analysis. Torsional damage at the fracture site was observed. This can occur due to stresses applied during use. The exact root cause of the fracture was unable to be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).